Manufacturer narrative:
The pump was received with a critical pump error and a power error 54 was noted in the history download due to moisture damage on the electronic assembly. The motor had moisture damage. Unable to perform the functional testing, including the self test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests or calibrate the pump due to the critical pump error. The pump had a scratched case and a pillowing keypad overlay.

Event description:
The customer reported via phone call that the insulin pump alarmed software error. The customer's blood glucose was 7.4 mmol/l. The customer stated, the alarm did not occur during rewind. The customer was able to clear the alarm. The customer explained that the insulin pump would not allow the customer to calibrate. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer did not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.